Manufacturer narrative:
Analysis of the extension found the connector on the proximal end was crushed and not completely seated in the implantable neurostimulator (ins) connector port. The #1 connector was crushed and there was a setscrew impression on the #1 connector. The extension was not fully seated in the connector port. Analysis of the ins found there was no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 37082, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that there was an issue with the extension and the extension was not able to be removed from the implantable neurostimulator (ins). The ins was in risk of "being shown" so the health care provider (hcp) decided to " in deep" the device. For the entire revision, the extension remained plugged into the ins. The screw was loosened, but the extension could not be pulled out. The screw was loosened and tightened several times, but the extension did not "exit". The extension would be replaced in the future with a functional one. At the time of this report, two of the three stimulation programs did not work properly and many impedances were out of range. The patient has two leads implanted. One lead was subcutaneous for "painful scare" and the other was for pain in the patient's arm. Relevant medical history includes neuropathic pain post radiotherapy, mastectomy, and breast cancer. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device information was updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative reported that part of the extension could not be "plugged off" and the device would be returned for analysis.